Event description:
It was reported that the ilet system¿s touchscreen was unresponsive, preventing the user from sliding to unlock, and the issue resolved after a mobile app restart; the problem aligned with a key/button or touchscreen unresponsive condition involving the touchscreen component. Symptoms included no clinical signs, symptoms, or conditions. Outcomes included no health consequences or impact. Investigation included communication with the user and analysis of information provided by the user. Investigation of this case revealed a software-related problem affecting the touchscreen functionality consistent with an unresponsive key/button behavior localized to the touchscreen component. It was concluded, based on previously established findings for similar reports, that the cause was traced to a component failure.